Event description:
Healthcare professional confirmed left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device was broken shell, missing shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify broken striated and wear abrasion. Based on the device analysis the final assessment is: a broken striated in the side posterior assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Patient reported left side "leaks, feels full, uncomfortableness, and pain." Healthcare professional confirmed left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "leaks, feels full, uncomfortableness, and pain." Device remains implanted.